Event description:
It was reported that the power load system was stuck with the foot end of cot sticking out the door of the ambulance with a patient on the cot. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.